Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Internal inspection revealed the drive band on flow valve has broken off causing inaccurate tidal volume delivery. The service technician replaced flow valve and unit passed all tidal volume test.

Event description:
The customer reported model lap top ventilator 1200 is delivering less tidal volume than what is set. When the ventilator is set to 300 it is delivering 230. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.